Event description:
Pt has past medical history of congenital dysplasia of the right hip. An osteotomy of the right hip was performed when the pt was age 6, which was converted to a right total hip arthroplasty in 1988. The pt did well following total hip replacement until pt began to have right thigh and hip pain approx two to three years ago. Bone scan and preoperative radiographs revealed loosening of the femoral stem. The stem was not cemented. The pt was taken to surgery where the femoral prosthesis, liner, and head were replaced. Evidence of wear of the acetabular liner was identified intraoperatively. A size 9 femoral stem was cemented with a 0+ neck and 28mm head. Calcar deficiency was found and was reinforced with polymethylmethacrylate cement. Evidence of gross loosening of the femoral component was found. Intraoperative cultures were reported as negative.